Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five weeks later, inferior vena cavogram with attempted inferior vena cava filter removal was performed. Deployment images were reviewed. The filter was in good position at the time of deployment with the apex at the superior endplate of l3 level. Using real time sonographic guidance, a micropuncture needle was advanced into the low right internal jugular vein. A 5 french catheter was placed at the superior vena cava. Subsequently, the right common iliac vein was catheterized through the filter and inferior vena cavograms obtained. The filter has migrated slightly caudally and significantly tilted with the hook of the filter embedded in the right lateral inferior vena cava wall. Unsuccessful inferior vena cava filter retrieval. Since deployment, the filter has tilted with the apex hook embedded and many of the legs penetrated through the wall of the cava. The hook could not be engaged. After one year and seven months, computerized tomography-abdomen with contrast showed within the inferior vena cava, there was a metallic filter. The cranial tip of the filter projects medial to the lumen of the inferior vena cava by approximately 3 to 4 mm. Several of the legs projected outside the lumen of the inferior vena cava. One of the legs, as seen on images 25 and 26, projected into the lumen of the aorta by approximately 9 mm. Other inferior vena cava filter legs project along the anterior margin and posterior margin of the aorta as best seen on image 58. Two of the legs also enter the third portion of the duodenum. After five years three months, patient underwent repeat computerized tomography evaluation of the filter and it was found that the filter was a similar position though now one of the legs was severely directed upwards through the caval wall. After discussion with the patient in the interventional radiology clinic, patient has decided to pursue repeat attempt to remove the filter. Right internal jugular vein was accessed under ultrasound guidance using a 21-gauge micropuncture needle. Catheter was advanced into the inferior vena cava below the filter. Inferior vena cava gram demonstrated no evidence of thrombus within the filter. A 16 french sheath was advanced and then, through the 16 french sheath, a 12 french sheath was advanced coaxially. Through the 12 french sheath, biopsy forceps were advanced and used to dissect out the hook of the filter. The hook of the filter was then captured with the biopsy forceps. The sheath was advanced down over the filter and with gentle traction, the filter legs were ultimately disengaged from the inferior vena cava wall and the filter was then removed. There appeared to be no evidence of fracture of the filter components during the filter removal. Inspection of the filter demonstrates intact appearance of 11 legs. However, this filter, a bard g2 filter, with normally be expected to have 12 legs. Review of the computerized tomography performed previously demonstrated that the filter at that time had only 11 intact legs. Seen on the fluoroscopic image, the 12th leg was identified in the right middle lobe, somewhat difficult to visualize prospectively. After discussion with the patient, decision was made to attempt a loop snare retrieval of the leg from the right middle lobe. Pigtail catheter was advanced through the right heart into the right main pulmonary artery. Pulmonary angiogram was performed. Catheter and wire were then used to attempt selection of the distal right middle lobe branch containing the fractured leg. At least 3 different branches were selected, and angiogram performed. The specific branch containing the fracture and leg did not appeared to opacify. Ultimately, after prolonged effort, and the pulmonary arteries contain the fractured leg was not able to be selected. Unsuccessful attempt to remove a fractured leg from a right middle lobe pulmonary artery branch. Therefore, the investigation is confirmed for alleged filter migration, filter tilt, perforation of the inferior vena cava, filter limb detachment and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, g3, g4, h6 (device: 4001,1528). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before an orthopedic procedure. Approximately one month post filter deployment during a retrieval attempt the filter was discovered tilted and migrated with the hook of the filter embedded in the ivc and multiple limbs perforating the ivc wall. Approximately one year eight months post deployment CT scan demonstrated limb perforation into the aorta and duodenum, with the tip of the filter perforating the ivc. Approximately six years and eleven months post filter deployment CT scan demonstrated a detached limb in the lung. Approximately seven years post filter deployment, the filter was retrieved. The patient experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc, filter tilt, filter migration, limb detachment and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with or before an orthopedic procedure. Approximately one month post filter deployment during a retrieval attempt the filter was discovered tilted and migrated with the hook of the filter embedded in the ivc and multiple limbs perforating the ivc wall. Approximately one year eight months post deployment CT scan demonstrated limb perforation into the aorta and duodenum, with the tip of the filter perforating the ivc. Approximately six years eleven months post filter deployment CT scan demonstrated a detached limb in the lung. Approximately seven years post filter deployment, the filter was retrieved. The patient experienced abdominal pain; however, the current status of the patient is unknown.